Event description:
Litigation papers allege the hip began to squeak, and shortly thereafter, became painful and debilitating causing the patient to experience great pain and metal anguish, lost wages, and to incur substantial medical expenses. Additionally alleged the patient was caused to be hospitalized with a severe infection localized to the right hip area ultimately requiring the dev ices to be surgically removed and replaced.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.